Manufacturer narrative:
Unit received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime, system sensor test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. No cosmetic damage noted.

Event description:
The customer reported via phone call that the insulin pump does not alarm no delivery. The customer's blood glucose reading was 123 mg/dl at the time of incident and was 444 mg/dl a few days ago. Troubleshooting found that the pump does not alarm no delivery when the insulin does not get delivered from the pump. The customer was advised that the pump would be replaced and agreed to return the product for analysis.